Manufacturer narrative:
(B)(4).

Event description:
Information was received from health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal hydromorphone and bupivacaine via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were unable to be obtained. It was reported that on (B)(6) 2015, the patient had a large, firm nodule on his spine at the site of the incision from the original catheter placement ((B)(6) 1997). A catheter dye study was attempted, but they were unable to aspirate the catheter. A catheter revision was performed on (B)(6) 2015. The incision was made along the old incision at the side of the nodule, and surgical observation revealed the catheter was torn and the superficial nodule/granuloma was excised. It was evident drug was not being delivered intrathecally, as the hcp reported the drug being delivered subcutaneous formed a superficial granuloma caused from the catheter tear. The issue was reported as resolved at the time of this report. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that the catheter would not be sent back for analysis, as the old spinal segment piece of the catheter could not be retrieved and was left in the intrathecal space. A new spinal piece was implanted and connected to the existing proximal catheter. If there were symptoms related to the catheter tear and drug not being delivered intrathecally remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient experienced increased pain due to the torn catheter.